Event description:
A customer observed repeatable false positive results on two samples from a single patient using vitros immunodiagnostics product troponin I es reagent on the vitros eciq system. An alternate method reported a negative result which was consistent with the patient's eventual diagnosis. It is not known if the falsely elevated result was reported. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
Quality control samples were within expected ranges at the time of the event. Investigation into this event has not been able to determine the root cause, but it is likely that an unknown interferant may be present in the patient samples since the positive tropi results were reproducible across multiple samples from the same patient.